Event description:
It was reported that the pump touchscreen was unresponsive. Reportedly the customer had an alternate pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.